Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. No moisture damage was noted to the electronics assembly. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 50 mg/dl at the time of the incident. The customer treats their low blood glucose level with juice. The customer stated that the temperature was humid and there were cracks on their insulin pump. The customer current blood glucose level was 102 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.